Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use the ventilator alarmed high pressure and then the ventilator went inoperable. The patient was immediately bagged and placed on alternate ventilation.

Manufacturer narrative:
Correction: (UDI #). If information is provided in the future, a supplemental report will be issued.